Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented two weeks postoperatively with one of the two stents laying in the anterior chamber (ac) . There was no report of patient injury, and the stent's positioning is currently not causing any issues. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to monitor the stent positioning and treatment options based on stent positioning. Additional information has been requested.